Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is nochange to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I'm currently wearing my first retainers, trying to wear them all day and night for two weeks. My bottom retainer sticks out on the right side and constantly cuts my tongue. On (B)(6)2024 update: the pain on the bottom right side seems to be caused by the retainer sticking out, rather than wrapping closely around my teeth like the aligners did. Update 9/14/24 in case #(B)(4): the app said I needed to respond to this email to continue, but unfortunately, I don't remember what the initial email was about, other than the lower retainer cutting my tongue. Some filing helped with that issue. I am still using my first retainer every night, and it's going well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.